Event description:
The customer's wife reported via telephone that the customer's blood glucose value was 476 mg/dl. The wife did not complete high blood glucose troubleshooting, but a tubing clamp was sent to the customer and it was advised to call the helpline back after receiving it to complete troubleshooting. It was advised to revert to a backup plan until then, and to talk to the customer's doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.